Event description:
Hosp technician was attempting to remove clots from a tubing on a blood gas (a tech had run clotted cord blood on the analyzer). A butterfly syringe was used to try to remove the clots. During the process, the needle went through the tubing and into their finger. The tech is currently undergoing the diagnostic testing as per hosp injury protocol for finger stick injuries.